Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level at time of incident was over 400mg/dl and was treated with manual injection. Customer declined to troubleshoot for high blood glucose level since pump is not working. Customer¿s current blood glucose value is 553mg/dl. Customer also reported about insulin flow blocked alarm which was resolved. Insulin pump will not be returned for analysis.